Manufacturer narrative:
Follow-up #1: date of submission, (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump's alarm history showed that cs 054 call service alarms were recorded. Pump powered on to the "verify" screen in accordance with normal operation. Unable to duplicate unusual issue where the pump "beeps and won't do anything". The investigator was able to confirm the "verify" screen and navigate menus of the pump. The returned battery cap was used to complete the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the audio bolus button are missing and water has gotten into the pump. The reporter stated that the pump started beeping but currently it won¿t do anything. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.